Event description:
Pt on airvo, high flow gas therapy due to high oxygen demand. Pt occasionally blows his nose. This physically impedes gas flow through the nasal prongs, creates back pressure, subsequently reducing gas flow to the patient. With reduced gas flow, the fio2 analyzed by the airvo's internal o2 analyzer exceeds 95 percent, alarms "high fio2" and shuts down flow to the patient. Due to the reduction in gas flow as a result of the high fio2 alarm the patient experiences a desaturation episode below 90 percent spo2 until the airvo unit is reset to deliver the prescribed flow.